Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA by 04/07/2011.

Event description:
The customer reported error in x-ray generator message, pt on table.